Event description:
As reported by the equinoxe shoulder study, approximately two months post initial tsa, the 57 y/o male patient experienced aseptic glenoid loosening. The baseplate became loose early after surgery but became completely displaced after fall in 7/2018. Event is still ongoing, the surgeon discussed revision but subject is opting out for now. Per clinical report, the reported event is definitely not related to the device and possibly related to the procedure.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, d6b, g4, h4, h6. MDR section codes updated/corrected: b, c, d, e, f, g. The revision reported may be the result of the septic glenoid loosening as reported. However, the series of events and contributing factors to each cannot be confirmed and any potential contributions from patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. The reason for the reported infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. A review of the sterile certificates for all explanted components was performed and the sterile lots were accepted to the requirements. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.